Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after inserting a tampon she could not find the string. She looked inside the tampon wrapper and saw a broken piece of string. She waited until the tampon was saturated and manually removed the tampon. She did not seek medical attention and was doing well.